Event description:
It was reported that the physician had difficulty placing the foremen needle. The amount of lidocaine used in the procedure exceeded the max limit for the patient. As a result of dose and patient symptoms, the patient was admitted to the hospital for observation. Patient symptoms noted as: shaking, unable to stand on her own, swollen tongue, numb lips and blood pressure and heart rate fluctuations. Location of issue was noted as: face, throat and chest. They kept the test box off after the procedure. The patient was admitted for observation. The patient's husband called the manufacturer's representative today and said they were home and the patient was okay, glad to be home yet exhausted. They turned on the device together over the phone testing both sides. The right side the patient felt at 1v in the vagina. The left side, the patient felt at 7v in the pelvic area and leg. They chose the right side to start the test based on lower power. The patient's basic evaluation leads get pulled on monday (B)(6) 2014.

Event description:
Additional information received noted that the patient had a successful interstim implant.

Manufacturer narrative:
Product ID: 3057, lot# n392493, product type: screening device. Product ID: 3057, lot# n392493, product type: screening device. Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).